Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the manufacturer representative (rep) that they had gotten a call from the health care professional 's nurse indicating that they couldn't connect the handset with the communicator to the patient's implant, that a different serial number showed up. The rep reported another handset and communicator was used and the nurse still couldn't connect to the patient's implant. The rep stated they didn't know if the hcp tried to remove or unlink the serial number that was found. Technical services (ts) reviewed with the rep that either way, the patient's implant serial number should show up and since it didn't, there was a possibility that the neurostimulator may have depleted. The rep stated they'd meet with patient next friday to try and interrogate the implant. It was noted that the caller was not with the patient at the time of the call.